Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 22. Implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: infection and abscess. No further patient complications were reported.